Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: snaring of separated guide wire from pt. Device issue: guide wire separation. It was reported that the tip of the allstar guide wire broke off in the vessel during removal of the guide wire. The guide wire tip was retrieved with a snaring device without any problems. The allstar was being used for an interventional cardiac catheterization procedure. No add'l event or pt info is available.

Manufacturer narrative:
A voluntary medwatch was rec'd.